Event description:
The lay user/reporter contacted lifescan in 2007 and alleged that the patient's one touch ultra meter was not powering on. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The reporter stated that the alleged issue first occurred sometime within the last 6 months (specific date/time not provided). He also mentioned that the patient had experienced symptoms of headache and thirst at the time the issue had began. The patient reportedly took no diabetes treatment actions following the issue. On september 29, 2007, the patient went to the doctor's office and was tested there on the doctor's meter with a result of 450 mg/dl. She was treated with 2 units of insulin. At the time of troubleshooting, it was verified that this was not a new product and that there was no meter trauma. The patient was using the correct test strips and the meter turned on when a test strip was inserted all the way into the test strip port. It also powered on when the power button was pressed. Therefore, the issue was resolved. This complaint is being reported because the patient alleged the issue started within the last 6 months, and the patient also stated, she was hyperglycemic after the issue began. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.